Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 the patient underwent an osteosynthesis surgery for a femoral trochanteric fracture. During the endcap insertion, the endcap dropped off from the screwdriver into the body. The surgeon removed the endcap and when the surgeon tried to fit the endcap onto the screwdriver again the screwdriver couldn¿t hold it because the connection part of the tip of the screwdriver was dented. The surgeon used another screwdriver and the surgery was completed successfully with a thirty (30) minute delay. Concomitant device: unknown end cap (part# unknown, lot# unknown, quantity# 1). This report is for one (1) hexagonal screwdriver. This is report 1 of 1 for (B)(4).